Manufacturer narrative:
The xn series administrator's guide (ag), chapter 5 - appendix, section 5.2 transportation controller connections (CT-90), subsection 5.2.1 explains the flow of data of the system. "The first step is to determine the conveying destination. The rack containing samples is placed in the start yard (st-40) where the barcode terminal (bt-40) reads the sample/ rack label and sends the sample position information to the transportation controller (CT-90). The CT-90 sends the sample position information to the host computer. The host computer sends the sample analysis order by rack to the transportation controller. The bt-40 reads the barcode label at the carry-out position, and sends the rack number to the CT-90. The CT-90 identifies the rack and determines the conveying destination. " "the second step is the analysis of the sample. The CT-90 sends an order to the xn conveyor (cv-50) for a rack to be conveyed. The cv-50 sends the order for the rack to be conveyed to an analyzer. The analyzer identifies the sample from the order and the host computer is queried for the sample information. The host computer sends the sample analysis order. The analyzer performs analysis based on the received order and sends the analysis data to the host computer and the analysis result to the cv-50. This is repeated until there are no more samples to be analyzed. The cv-50 sends the analysis result to the CT-90. The CT-90 sends a query for additional orders." Summary: barcodes read: patient b - barcode correctly read at 20:25:39 placed in rack 30 tube position 1 downloaded patient b demographics - per analyzer host log. Patient a - barcode correctly read at 20:25:59 placed in rack 30 tube position 1 was not logged in to the lis so no patient demographics were downloaded - per analyzer host log. Results generated: results from patient a were generated at 20:26:57 and run in rack 30, tube position 9 - per analyzer printout. Results from patient b were generated at 20:31:45 and run in rack 30, tube position 1 - per analyzer printout. Rerun information: patient a sample was repeated at 21:00:38 - a sample mixing error occured - per analyzer printout note: these results were erroneous and reported. Patient a sample was rerun the morning of (B)(6) 2016 - data was not provided. Per user, results were compatible with first run at 20:25:59. The discrepancy in the order of barcode read, location in the sample rack and order of report generation is still under investigation. Confirmation is needed to rule out operator error or a communication issues between the analyzer, barcode terminal and laboratory information system (lis). The analyzer runs tubes in the order that they are placed in the sample rack. Patient b results generated 5 minutes after patient a indicating that this specimen was placed further down the rack. The host log indicates other patient samples in positions 2 - 8. At this time, we cannot rule out an operator error, such as moving a sample tube after being read by the bt-40 or manually changing the demographics. Confirmation of which patient required a corrected report has also been requested.

Event description:
Sample ID (B)(6) were run on the xn-10 analyzer. Barcodes were read correctly. The same patient demographics downloaded to both samples. The user reported that the sid belonging to patient b was applied to patient a's sample. They verified the patient information in their laboratory information system (lis) was correct. The user stated that the demographic information downloaded was the correct demographics for patient b. Review of the host log indicates that when patient a was first run it was unregistered and no order with demographics were assigned to the sample. This sample was run first. An analyzer printout of the results was provided with patient demographics belonging to patient b. It is unknown how the incorrect demographics became associated with patient a's sid. Patient b was run next and results were reported. Patient a was run again in the manual mode and a mixing error occured. The incorrect demographics from patient b were once again assigned to patient a and these results were reported. A corrected report was later issued. It is unknown at this time which patient results were erroneously reported. This incident is under investigation. A follow-up report will be sent when the investigation is complete. This incident is reported because a communication issue or operator error can not be ruled out as a cause of the incorrect demographics. No harm to the patient was incurred.

Manufacturer narrative:
Further investigation determined that the root cause was user error. When the barcode is read at the bt-40 the laboratory information system (lis) provides the test order and patient demographics for the sample. The user incorrectly moved a sample tube to a different position in the rack after the rack passed through the barcode terminal (bt-40) of the conveyer system. The problem was compounded by the operator not registering the sample in their host computer, so no order information was available for the sample tube that was present on the host computer at the time of analysis. The barcodes were read correctly at both the analyzer and the barcode terminal. The xn software will be improved to change the communication between the bt-40 and xn analyzer, so when the xn-10 reads an unexpected barcode number for a sample that was not read by the bt-40, it will not associate any patient demographic information to the sample. There is a software version update to mitigate operator errors due to moving tubes incorrectly or placing racks at the analyzer that have not been read by the bt-40. It was determined there is minimal risk because results sent to the lis are accurate for the barcodes that are read at the analyzer even though the display on the xn and any printouts would show incorrect demographics. Xn-9000 users were provided a product notification reminding them that sample tubes should not be moved, replaced or swapped from their position after leaving the bt-40.